Event description:
The following information was reported by the user facility on (B)(6) 2014: closure device did not deploy there was a split on the shaft of the device. Manual pressure was applied. The aci sales representative reported the following information on (B)(4) 2014: manual pressure was applied for less than 30 minutes. The patient was not hospitalized for reasons related to the mynx.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. Sealant was bunched up at the balloon proximal bond and blood was observed on the outer surface. The advancer tube was extended from the shuttle cartridge and engaged to the proximal tamp lock. The shuttle cartridge was inspected for cracks. No cracks or anomalies were observed. The mynxgrip device is manufactured with a slit at the end of the black shuttle cartridge, which is not a crack. The slit is designed to decrease unsheathing force and increase deployment reliability. If the sealant sleeve is displaced, the sealant will be exposed and the slit of the shuttle cartridge will become visible. The review of the lhr (lot f1423303) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided information and the investigation performed, the probable cause for the failure to deploy could not be conclusively determined. (B)(4).